Event description:
Healthcare professional reported left side "deflation of te." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "deflation of te." Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data:d9, h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, opening on posterior side assessed as unidentified (tear) opening (shell thickness was within specification).

Event description:
Healthcare professional reported left side "deflation of te." Device has been explanted and replaced.